Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, prolapsed leaflet, possible small cord flail. A mitraclip xtw was implanted without issues. A second mitraclip ntw was inserted, and grasping was performed. However, difficulties visualizing the clip occurred and the leaflets were unable to be captured. The mr had been noted to increase. Therefore, the clip was removed from the patient. The procedure was completed with one clip implanted, reducing the mr to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to procedural conditions (poor imaging). A cause for the poor imaging quality could not be conclusively determined. The reported mr appears to be related to procedural conditions (heightened blood pressure and additional fluids administered during procedure). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.